Event description:
A patient reported that after undergoing bilateral cataract surgery with implantation of the crystalens intraocular lenses (iols), he began experiencing glare and halos in both eyes. The surgeries were performed over a year ago and the physician performed a yag laser procedure, which then resulted in a worsening of the glare, especially at night. The patient describes the nighttime glare as significant. The patient is currently under the care of his physician and information has been requested regarding the patient's pupil size. At this time, the association between the event and the iol is not known.